Event description:
The olympus representative reported that during a diagnostic cystoscopy procedure, the camera head did not display an image when used with the versera elite ii system. When shaking the camera cable between the cords, the image became distorted, the video would cut off, or a blue screen would display. The device was inspected before the procedure, and no issues were found. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the connector electrical contact was discolored; a cable part was twisted; the head scope mount had corrosion; and the head main body was cracked and flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. It is possible that a part of the circuit board was inundated due to flooding of the main body, or that a part of the cable was disconnected due to twisting of the cable, which may have caused the image failure. Olympus will continue to monitor field performance for this device.